Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection identified cuts in the insulation, which were likely the result of the explant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that one day post implant this patient experienced ten seconds of loss of capture (loc) with this right ventricular (rv) lead. A chest x-ray was taken and confirmed the lead did not have any slack. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.